Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had issues with high blood glucose levels. Customer stated that she is in the hospital with a blood glucose level of 700 mg/dl. Customer stated that they took her off the insulin pump and put her on an insulin drip. They attempted to put her back on the insulin pump, but her blood glucose went over 400 mg/dl. Customer was put back on the insulin drip and given 2 manual injections. Customer's current blood glucose level was 400 mg/dl. Customer's blood glucose level was in the 500's mg/dl at the time of the incident. Customer was admitted as a result of her high blood glucose levels. Customer was not wearing the pump at the time of hospitalization and was off the pump for 1 day. Pump failed the high pressure test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.